Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: launcher 6f sal1; other: ivus eagle eye. The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The peeling and difficult to position were not confirmed; however there was scraped teflon on the core of the guide wire. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the 90% stenosed proximal to mid right coronary artery (rca). A .014 whisper ms guide wire was selected for the procedure. While advancing an intravascular ultrasound (ivus) catheter over the whisper ms guide wire the ivus catheter met resistance with the guide wire and would not advance smoothly. The ivus catheter was removed from the guide wire and the guide wire was replaced with a non-abbott guide wire to successfully complete the procedure. The physician commented that he suspects that the resistance being felt during the advancement of the ivus catheter was due to coating on the whisper ms guide wire having come off. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.